Event description:
Smoke noted inside pt's abdomen. Laparoscopic light removed, tip of light touched drape and left dark spot. Bowel examined and minor burn marks noted. No sequela. Apparently light overheated.